Event description:
It was reported that prior to a scheduled procedure, the right ventricular lead exhibited over-sensed noise. The lead was capped and replaced on (B)(6) 2023. The patient condition was stable.